Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the stem part and lot number combination. Provided info states the stem bent when the pt fell. A search of the complaint database found no prior reports for poly wear for the cup part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt fell and bent stem, loosening of stem, osteolysis and polyethylene wear of cup poly.